Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. A device history record was performed for the finished device number lot 50000237 and no internal action related to the complaint was found during the review. The odp (optimal device performance guide)  contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath - medium was received by the bwi product analysis lab with no accompanying information, and was processed on 13-apr-2023. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the hemostatic valve was broken in the star section. Hemostatic valve break is MDR-reportable.